Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch ping meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 3:17 pm the patient obtained the blood glucose reading of 16.1 mmol/l on the reported meter, and a reading of 12.3 mmol/l on another meter within 30 minutes of each other. For several hours prior to that time, the patient had been experiencing the symptoms of lethargy and nausea. The patient administered self-treatment by increasing her pump therapy basal rate to 0.300 units/hour. She did not seek any medical attention. Troubleshooting revealed the test strips were in good condition and within opened expiration dating and the patient's testing technique was correct. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms were not indicative of severe injury and had occurred prior to the meter issue. The meter reading correlated with the patient's symptoms and self-treatment. However, as the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 (04/19/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing, no faults were found, and functioned properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.